Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and found multiple issues with the analyzer. The fse found clogged ise drain, misaligned buffer and mid-standard solution nozzles and defective mix motor. The fse replaced the mix motor, unclogged the ise drain, and performed realignment on the buffer and mid-standard solution nozzles which resolved the issue. The fse performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the generation of false high patient results ion selective electrodes (ise) sodium (na), potassium (k) and chloride (cl) involving the au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.